Event description:
It was reported that during a follow up visit post implant, the ventricular lead impedance and thresholds had increased significantly. It was noted that during the implant, several positions for placement of the lead were tried and overall good measurements were obtained. There were no findings of fracture or breach on the x-ray. A micro-dislodgement or lead malfunction were suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.